Event description:
It was reported that the sterile water did not enter into the foley catheter.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. All photo samples showcase an overview of all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous solution methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 9 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. Could withdraw more than 9ml of solution passively. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.032inch and below could freely pass through lumen. 0.033 inch - 0.035 inch took some effort to get through and 0.036 inch and above cannot pass through. Based on physical sample received the product does not meet specifications which states shaft must not be damaged or pinched. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be excess silicone in mold. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: bardex® all-silicone foley catheter single use only warnings method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. Fragment of the balloon or segment of catheter may remain in the bladder. ·do not pull the catheter hard. The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured. ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section troubleshooting. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. ·when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. The stylet may exit the side hole to damage the urethral mucosa. Applicable patients ·use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. Contraindications method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. ·no substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not enter into the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.